Manufacturer narrative:
Correction: codes were added as the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of six of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak between the connection of the supply line of the homechoice cassette and the supply bag that led to this alarm. The patient did properly tighten the connection before the therapy started. Renal therapy services (rts) advised the patient to cycle power off and on to clear the alarm. Rts advised the patient to contact their nurse for assistance on completing therapy. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.